Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer jammed. A technical support specialist attempted to restore the drawer and successfully reseated it, thereby resolving the issue. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer jammed. A customer reported that the user was unable to dispense medication to the patient due to a reported malfunction; however, the user was able to obtain the medication from another station. There were no adverse events or injuries reported based on this event.